Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received occlusion alarms and had issues with the cartridge leaking. The customer changed supplies and was able to fill a new cartridge. Customers blood glucose was 130-140 mg/dl at the time of event.